Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 09/08/2016 to report that on (B)(6) 2016, the introducer needle broke during insertion of the sensor. The insertion site was at the abdomen. No additional patient or event information is available. No product was provided for evaluation. The reported event of a broken introducer needle could not be confirmed. A root cause cannot be determined.